Event description:
The etoposide started infusing, and staff stayed with patient for few minutes, then went to get patient a pair of johnny pants, came back and noticed that the chemo tubing had a slow leak/drip coming from module, so staff gowned, and gloved and stopped infusion immediately, opened two chemo spill kits, put on appropriate attire, disconnected patient from chemo tubing, used chemo spill kit to clean area of floor and disposed of anything that came into contact with the chemo into chemo bag. Unfortunately it was unknown how much chemo leaked to the floor and patient will resume chemo tomorrow at the scheduled time.